Manufacturer narrative:
The customer reported that the device did not alarm for a v-tach. The provided logs and a picture of the alarm review clearly indicates that the alarm was silenced. The complaint is considered as user related and no malfunction of the device and no additional health risk could be identified. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported that the nurse claims the monitor did not trigger a v-tach alarm on (B)(6) 2016 at 03:05am. At the time of the alleged malfunction, the device was being used for clinical monitoring. The patient was in v-tach.